Manufacturer narrative:
Based on the claim against the product by the customer noting that error m-11 occurred on the iesu, and energy could not be activated, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse noted that error c-00 occurred after the iesu powered on. Errors m-11 and c-84 also occurred when the fse tested the iesu with an instrument. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed and found to have error c-34 while powering on. The probable root cause is attributed to a component failure. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue." This complaint is considered a reportable malfunction due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error m-11 occurred on the integrated electrosurgical generator unit (iesu), and energy could not be activated. System functionality was reportedly checked prior to use, and no issues or errors were noted. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the iesu and try another energy cable, but the issue could not be resolved. The site continued the procedure with a third-party generator. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: the alleged issue did not inhibit the site from continuing and completing the procedure robotically.